Manufacturer narrative:
Eval: fluid intrusion.

Event description:
It was reported by service report that the mattress is not coming clean, and has fluid that has permeated into the cover. No pt involvement or adverse consequences are reported.